Event description:
Procedure type: laparoscopic cholecystectomy. Patient gender: unknown. According to the reporter: while use on patient, balloon exploded when camera was tilted to horizontal direction. Opened new trocar to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No patient harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).